Event description:
It was reported to a covidien sales representative that the oxinet began to smoke and stopped working. The nurses reported that the unit started smoking from the back of the unit and they turned it off and unplugged it. The amount of smoke seen was unknown. There was no report of patient harm and the patients were monitored by the oximeters in their rooms.

Manufacturer narrative:
Covidien reference: (B)(4). It was previously reported that an oxinet workstation began to smoke and stopped working. The oxinet workstation was returned for investigation. The investigator found the display inoperative but the computer remained functional. The system was run overnight and showed no signs of overheating or burning smell. A component on the monitor had failed. However, it is out of warranty and will be discarded.

Manufacturer narrative:
(B)(4). The date of manufacture is unknown as the serial number is unknown. The facilty biomed took the device apart and the black connector near the vidieo board looked melted and he could smell a burnt smell.